Event description:
The following information was provided by the initial reporter: reference: (B)(4) batch number: 2504028 date of occurrence: (B)(6) 2025 description of the incident: the 20cc and 10cc syringes do not draw up the amount displayed. 9cc drawn up corresponds to 10cc in the syringe. 18cc drawn corresponds to 20cc in the syringe. Current patient status: nr actions taken in the healthcare facility to treat the patient: nr.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.